Manufacturer narrative:
2290 pacing system analyzer the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the stylus could not be calibrated successfully, even with a new pen. The caller stated it was off by about an inch and a half. Technical support (ts) had the caller use their finger as the stylus for calibration. This worked, but when rebooting the programmer it would automatically go into the reveal linq demo application. The caller recalibrated the stylus again with finger and it worked as designed. Caller interrogated a device in the box and when tapping on "find patient" the screen was activated. The screen could then be manipulated without issue using stylus. The stylus was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the stylus would not align and could not be calibrated. The stylus calibration disk and reboot were not successful in resolving and therefore the bezel overlay assembly and stylus were replaced and the stylus calibrated. During analysis the programmer also failed the 1022led_control output in the final functional test and therefore the link electronic module board was replaced and calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the stylus could not be calibrated successfully, even with a new pen. The caller stated it was off by about an inch and a half. Technical support (ts) had the caller use their finger as the stylus for calibration. This worked, but when rebooting the programmer it would automatically go into the reveal linq demo application. The caller recalibrated the stylus again with finger and it worked as designed. Caller interrogated a device in the box and when tapping on "find patient" the screen was activated. The screen could then be manipulated without issue using stylus. The stylus was returned for repair. There was no patient involvement.